Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse cleaned the integrated multi sensor technology (imt) system drain and aligned the imt pump. The cause of the discordant false high sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on patient samples on a dimension xpand plus with hm instrument. The discordant results were obtained upon repeat testing, as the customer reran the samples to compare results with the original results obtained. The initial results were reported to the physician(s). The physician(s) did not question the results. The samples were repeated on the same instrument, resulting falsely high. No corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.